Event description:
It was reported that during surgery sales rep misunderstood surgeon's comment when changing the size of component. Sales rep believed he said high off-set trial should be better in surgery though surgeon said standard off-set was better. Therefore, sales rep prepared high off-set that should have not be used in this case but this was implanted. The day after this surgery, surgeon realized wrong device has been implanted when checking patient's record. No revision surgery planned at this moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the complaint details, when checking patient's record the day after this surgery, the surgeon realized the wrong device had been implanted (a high-offset instead of standard). Reportedly, revision surgery is not planned yet and no further medical information/documentation is available. Based on the information provided, human error was the contributing factor to the reported events. The patient impact beyond the reported incorrect implanted device could not be determined, although per correspondence no revision has been planned. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes for the device include but is not limited to user/human error as well as misinterpretation. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.